Manufacturer narrative:
As reported, a 3x40mm 90cm saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and inflated, however it ruptured at six (6) atmospheres (atm). The saber pta bc was replaced with a new non-cordis high pressure balloon catheter and the procedure was completed successfully. No patient injury was reported. This was an endovascular treatment (evt) case for a chronic total occlusion (cto). The lesion was the superficial femoral artery that was severely calcified and had a one-hundred percent rate of stenosis. There was no vessel tortuosity or angulation. The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU and it prepped normally. There was no difficulty removing the product from the hoop and no difficulty removing the stylet or any of the sterile packaging components. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter did not kink while being used. The maximum inflation pressure was six atmospheres (atm) and the balloon ruptured on its initial inflation. There was no unusual force used at any time during the procedure. The balloon catheter was removed easily and intact (in one piece) from the patient. The device was not returned for analysis due to the patient¿s suspicious infectious disease. A device history record (DHR) review of lot 17641753 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (cto with severe calcification) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 3mmx4cm saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and inflated, however it ruptured at six atmospheres (atm). No patient injury was reported. This was an endovascular treatment (evt) case for a chronic total occlusion (cto). The lesion was the superficial femoral artery that was severely calcified and had a one-hundred percent rate of stenosis. There was no vessel tortuosity or angulation. The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU and it prepped normally. There was no difficulty removing the product from the hoop and no difficulty removing the stylet or any of the sterile packaging components. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter did not kink while being used. The maximum inflation pressure was six atmospheres (atm) and the balloon ruptured on its initial inflation. There was no unusual force used at any time during the procedure. The balloon catheter was removed easily and intact (in one piece) from the patient. The saber pta bc was replaced with a new non-cordis high pressure balloon catheter and the procedure was completed successfully. The device will not be returned for evaluation because of suspicious infectious disease.